Manufacturer narrative:
Corrected data: h6.

Event description:
Healthcare professional reporting that patient was injected with 2 syringes of skinvive¿ by juvéderm in the cheeks. Two days later, the patient experienced a ¿vascular occlusion¿. Patient was treated with hylenex, aspirin 81 mg, a medro dosepak, mupirocin 2% topical ointment, and nitroglycerin paste. Two days later, symptoms has been resolved.

Event description:
Healthcare professional reporting that patient was injected with 2 syringes of skinvive¿ by juvéderm in the cheeks. Two days later, the patient experienced a ¿vascular occlusion¿. Patient was treated with hylenex, aspirin 81 mg, a medro dosepak, mupirocin 2% topical ointment, and nitroglycerin paste. Two days later, symptoms has been resolved.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.